Manufacturer narrative:
A complete analysis and testing of 1 opened and 1 used enlite sensor showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, found cannula bent, unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensor gave inaccurate readings. She stated that the sensor glucose reading was 66 mg/dl while the blood glucose reading was 157 mg/dl. She stated that she received calibration errors and removed the sensor and found that it was bent. Nothing further was reported.